Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received her trial scs system, including two trial leads and a trial stimulator, on (B)(6) 2011. It was reported that after the system was removed on (B)(6) 2011, the patient experienced a constant headache, blurry vision and when she walked she felt thumping in her head. She also bled from her right ear and experienced a one time bleeding from the vaginal area. The physician stated he did not believe it was system related and referred her to a neurologist. No additional information is available at this time.